Event description:
Reporter indicated that vns pt was scheduled for revision surgery, at which time closure of the chest incision will be performed. Further info indicated that the pt had surgery for debridement of the wound. No info has been rec'd suggesting that the pt had an infection. The cause of the event is unknown at this time. Possible causes include; excessive movement by the pt post op, improper surgical technique, pt manipulation of incision site, or poor healing ability. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.

Event description:
Further follow-up revealed that the event has resolved and that the pt isdoing well. Stimulation has been initiated.